Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified and the alleged malfunction could not be verified.

Event description:
It was reported that the pump touchscreen cracked and an unidentified malfunction alarm occurred. Pump was no longer functional. Customer's blood glucose was 150 mg/dl. Customer reverted to using manual injections for insulin therapy.